Manufacturer narrative:
E following other device was also listed in this report: triathlon p/a cr beaded #6l; cat# 5517-f-601; lot# unknown. Triathlon cr x3 tibial insert; cat# 5530-g-611; lot# unknown. Tritanium bplate triathlon s6; cat# 5536-b-600; lot# unknown. Tritanium patella-asymmetric; cat# 5552-l-381; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of left knee due to infection.